Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel upper arm. A 5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition.